Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced several issues following the initial implant procedure. The patient reported persistent pain and inadequate relief, leading to excessive tylenol consumption. During the initial test of the implant, the patient went into atrial fibrillation, which persisted for 7.5 weeks. Additionally, the patient experienced shortness of breath and had not changed any device settings since the implant. A power on reset (por) of the device occurred on (B)(6) 2024, at 05:15. The patient was guided through checking their device settings and adjusted the stimulation levels to a more comfortable setting. The patient was advised to maintain the new stimulation level, continue tracking symptoms, and discuss further with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The health care provider (hcp) writes "chronic afib is one of the patient's ongoing dx's [diagnosis]" when prompted on the cause of the patient's afib. Hcp reports the reason for the power on reset (por) was unknown. Hcp reports the patient is following up with their cardiologist for their afib, and that the cardiologist's assessment is ongoing.